Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode the patient had lost 80 to 100 pounds and was self conscious over having an incision at the sternum. Due to this reason the physician opted to use the two incision technique. However, the electrode had now become dislodged and had migrated over the left lung. The s-ICD also migrated. Approximately one and a half inches of the patient's subcutaneous tissue also migrated and was on the top border of the s-ICD. A revision procedure was performed where the device and electrode were repositioned. Defibrillation threshold (dft) testing was not successful the first two times so the system was repositioned again during the same procedure. Successful dft testing was achieved after the second repositioning and the system remains in service. No additional adverse patient effects were reported.